Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein the ipg was replaced, and new leads were added. The patient was doing well postoperatively.